Manufacturer narrative:
(B)(4). Date sent 1/29/2025. D4 batch # c9dr0t. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb to be damaged. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. In addition, a software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. The condition noted on the event log has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number c9dr0t, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished #ech60l, with lot/batch #c9dt1l, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure that when the surgeon was going to fire the stapler the power wasn't working. Battery was removed and reinserted but still no power. Another device was used to continue with the procedure. There were no adverse consequences for the patient.